Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl on (B)(6) 2017. On (B)(6) the customer had blood glucose of 565 mg/dl. The customer was diagnosed with a uti. The customer was advised to call back to troubleshoot. The product was not returned for analysis.